Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp) balloon broken. No harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse performed a functional check inside of the pim. There was no blood found. The pim leakage test passed. Functional tests according to factory specifications were performed. The iabp was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (evant site email/event site telephone).

Event description:
N/a.